Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis. The customer was treated with an insulin drip and his glucose level dropped to 87 mg/dl. The mother stated that the customer was reconnected and his glucose went back below 500 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found several button error alarms. The caller stated that the customer wears the insulin pump in his pocket and it may have been pressed the buttons. It was also mentioned that the customer had a bent cannula. Advised the customer to change the infusion set, reservoir, and insulin. Ran a fixed prime and the insulin did exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.